Event description:
A cartridge alarm was reported without a specific blood glucose value provided, as the display showed "high." The customer used the pump to administer a correction bolus and did not require third-party assistance. It was confirmed that the issue did not occur during the loading process, and repeated cartridge alarms had been reported. The customer was advised by technical support to return the problematic pump, which was within warranty, and a replacement pump with updated software was dispatched. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.